Event description:
It was reported that the pulse generator could not be interrogated; multiple programmers were tried at different locations. The patient was feeling symptomatic. The device was explanted and replaced.